Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant the right atrial (ra) lead alerted for an out of range pacing impedance and the right ventricular (rv) lead alerted for an out of range defibrillation impedance. It was noted the impedances were now in range. Follow-up was attempted with the physician; however, no additional information could be obtained. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.